Event description:
In early august, the pt experienced withdrawal prior to the pump refill. The pt was at home, but was planning to go to the ER to have the withdrawal symptoms medically assessed. The pt's condition was reported to be "serious". It was noted that the pump was filled before the refill date and the volume was not appropriate; none of the drug had been pumped out. A pump replacement was scheduled for sep. In late august, it was reported that the pump "quit working in the end of may". The pump was used to deliver dilaudid and was then changed to "hydro something" per the reporter. The pt was at home. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).